Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was remove whole without enlarging the incision. It was unknown what cause the len to tear. The facility was unable to provide the injector and cartridge model and lot number.